Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 258 mg/dl. The customer declined to provide any additional information regarding their bg level. System check was performed and the pump performed as intended. Due to being unable to identify the origin of the occlusion alarm, tandem technical support advised the customer to change out all of their pump supplies in order to resolve the issue.